Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege the filter tilted upon deployment. It was noted to be deployed at the l3/l4 level below the renal veins. An unsuccessful retrieval attempt was allegedly performed approximately one year after implantation. A CT scan allegedly demonstrated an ivc filter within the intrahepatic portion of the ivc and a wire suspected to be a detached limb in the right ventricle. Based on the medical records, the investigation is confirmed for filter tilt, an unsuccessful retrieval attempt, cephalad migration, and a detached limb in the right ventricle. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - possible complications include, but are not limited to, the following: filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient was scheduled for a lumbar fusion. However, his surgery was canceled due to abnormal coagulation factors (ptt 39). An extensive workup revealed an antiphospholipid antibody syndrome with lupus anticoagulant. The patient was referred to special procedures for deployment of an inferior vena cava filter prior to having surgery of the lumbar spine. An ivc filter was deployed in the infrarenal ivc at the l3/4 level. The filter ended up titled with its tip towards the right lateral wall of the ivc but otherwise it was well-positioned. After initiation of conscious sedation the patient experienced a brief episode of vasovagal reaction with his blood pressure dropping to 65 mm hg systolic and the heart rate dropping to 40 bpm. This was rapidly reversed after IV administration of 0.5 mg of atropine. The delivery sheath was removed and hemostasis was promptly achieved. Overall, the patient tolerated the procedure well. Approximately seven months post filter deployment, the patient presented to the emergency department with complaints of chest pain. Patient was taken into special procedure for filter retrieval. Multiple attempts were made to engage the infrarenal filter. The filter was tilted with its cranial tip against the wall of the ivc and could not be engaged. The filter was than repositioned more cranially in the ivc but still could not be engaged and retrieved. The patient experienced a vasovagal reaction with a drop in blood pressure and heart rate. Patient promptly responded to IV fluids and ivc atropine. Pvcs were encountered and the decision was made to terminate the procedure. Hemostasis was promptly achieved. Approximately two years post filter deployment, patient presented to the emergency department with complaints of chest pain. Chest x-ray was unremarkable. The patient was admitted to the hospital for follow-up exams. A coronary CT angiogram with IV contrast revealed that the filter was within the intrahepatic portion of the ivc. A wire is present within the right ventricular lumen, passing through the right ventricular wall into the anterior pericardium. This was assumed to be a detached limb from the ivc filter. An abdominal ultrasound was also performed which revealed atherosclerosis of the abdominal aorta. Three days later, the patient had coronary artery bypass graft surgery (CABG). There are no medical records associated with the CABG. However, medical billing records reveal that the patient had open heart surgery. The chest x-ray of (B)(6) 2012 indicates the patient has a history of coronary artery disease and the x-ray of (B)(6) 2012 verifies that the patient has atherosclerosis of the abdominal aorta. No additional information was provided regarding the filter or the detached limb.

Event description:
It was reported that a vena cava filter was deployed for pending surgery of the lumbar spine, during filter deployment patient experienced episode of vasovagal with diminishing blood pressure; however, IV medication was given to stabilize the blood pressure. During deployment the filter tilted, no attempt was made to reposition the filter. Approximately one year post filter deployment patient presented with chest pain, an attempt to retrieve the filter was unsuccessful. During the attempted filter retrieval, another episode of vasovagal with diminishing blood pressure was experienced; however, IV medication was given to stabilize the blood pressure. A CT scan performed two years post filter deployment, demonstrated the filter within the intrahepatic portion of the ivc, a detached limb identified in the right ventricle and penetrating into the anterior pericardium. A small pericardial effusion was identified. CT scan identified atherosclerosis of the abdominal aorta. A diagnosis of coronary artery disease was indicated with a coronary arterial bypass graft surgery performed. Patient was hemodynamically stable at the conclusion of the bypass graft surgery. No additional attempts are made to remove the filter or detached limb.